Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's glucose reading at time of his admission was on the 30's mg/dl. It was stated that the customer did not show up at home after work and his wife called the police. They found the customer on the side of the road and had scrapped the guard rail. Troubleshooting was performed, and the drive support cap appears to be normal. It was stated that he did the last bolus correction when his glucose level was 350mg/dl, and the insulin pump suggested 10 .0 units, but the customer took only 8.0 units. Then he measured his blood glucose and it was 120mg. Reviewing the bolus history, it showed that the customer took only 5.0 units when the device suggested 9.0 units. The programming seems to be correct, and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.